Event description:
On (B)(6) 2015, a crash cart defibrillator was found with a "red x" instead of a green check on the telemetry unit (eighth floor) during the daily equipment assessment. When using the 30 joule test, the defibrillator would not function because it did not sense the pad, even though it was correctly connected. The same defibrillator was subsequently tested using a pad from a different lot number. The instrument functioned properly with the different pad. The defective pad (lot 2015) was tested on another defibrillator and again, it did not sense the pad and did not function. A code was called on another unit on the same day and a defibrillator pad from the lot number identified as defective above was used. The same results transpired; the instrument would not function. Another set of pads were available on the crash cart with a different lot number that were immediately used. Therefore, there was no delay in defibrillating the patient during the code. The family requested that resuscitation efforts be discontinued after eight cycles of cardiopulmonary resuscitation. The pad was pulled from use and sequestered. Crash carts and central processing and distribution (cpd) were checked to ensure that the ineffective lot number is not available for use anywhere in the hospital. All stock with the associated lot number has been pulled from all areas within the hospital. Replenishment stock was provided with a different lot number.